Event description:
Tiffany preston with inland northwest blood center indicated that the serological assignments with the drdq 2 test ssp unitray kit were incorrect when the (B)(4) update was used. (Catalog # 7840010, lot number 029 1103788). (B)(4).

Manufacturer narrative:
This issue is the same issue as documented under customer complaint (B)(4). (B)(4) contains the investigation and corrective action detail for this complaint (B)(4). The internal investigation determined that the root cause of the serological type (equivalent) error was due to a "bug" found in the hos (human oligotyping system) software which added extra characters "b1" into the serological types. The "bug" in the software resulted in discrepancy with serological equivalents listed in the labeling of the drdq 2 test ssp unitray kit (catalog # 7840010, lot number 029 1103788). The incorrect typing may have led to a delay in patient result reporting. A manual correction to the hos software was made to remove the extra characters "b1" from the serological equivalent identification. Kit documentation was updated to show the correct serological types. Customer notifications regarding the correction were distributed and kit documentation was updated. No impact to patient management was reported. This is the initial and final report.